Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from date the manufacturer became aware of the event. Block d6b: explant date: 2022.